Event description:
(B)(4): it was reported the patient was seen for a postoperative follow up, and they had both a pocket infection and meningitis. The patient was being admitted to the hospital for antibiotics. The date of the onset/diagnosis of infection was about 10 days post-operation. The patient¿s last refill was intraoperative. Perioperative antibiotics were administered. The patient showed symptoms of fever, swelling, drainage, and headache. A culture of the device pocket and cerebral spinal fluid (csf) was taken, and the type of organism cultured was staphylococcus (staph), mrsa. Both intravenous (IV) and oral antibiotics were used. The patient was treated intrathecally and with and ¿ip¿ vancomycin. The medication delivered via the pump was lioresal. The patient¿s outcome was noted as ongoing. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu_ unknown_cath, serial # unknown, product type catheter. (B)(4).